Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2011231. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. However, the retained samples did not reveal any signs of defect upon inspection. Based on the provided feedback, it is possible that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that syringe s2 10ml had air bubbles and leaked. The following information was provided by the initial reporter: we inform you of the occurrence on, of an incident with the device on (B)(6) 2021. When taking an antibiotic with a 10 ml syringe, the nurse notices that the sample generates a lot of air bubbles. When re-injecting into the bag the medicine leaked out of the syringe by the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml had air bubbles and leaked. The following information was provided by the initial reporter: we inform you of the occurrence on, of an incident with the device on (B)(6) 2021. When taking an antibiotic with a 10 ml syringe, the nurse notices that the sample generates a lot of air bubbles. When re-injecting into the bag the medicine leaked out of the syringe by the plunger.